Event description:
Upon unlocking bed, using manual release, post procedure and prior to turning pt, from the 9 o'clock position to the 12 o'clock position, so as to reverse her sedation the bed began to tip head first resulting in the pt's head hitting the floor and the base of the bed ending up in the air. Pt remained secured on the table and was removed to a liter. No harm to the pt.